Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Product labeling states: "testing has confirmed that pt/inr test results are not affected by: clopidogrel (plavix) up to 20 mg/dl." Also, "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a cc-xs meter serial number (B)(4) compared to their doctor¿s coaguchek meter. At 9:24 a.m., the customer¿s meter result was >8.0 inr. The customer wiped the first drop of blood and used the second drop of blood for testing. At 10:30 a.m., the customer¿s result on the doctor¿s meter with a different finger tested was 4.2 inr. The customer¿s therapeutic range is 2.5- 3.5 inr.